Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog has been tested up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels after approximately every 4th supply change; however, no specific bg level was provided. Correction boluses and manual injections were administered to treat bg levels. Reportedly, cartridge uses humalog and is changed every 3 to 4 days. Customer was reminded that humalog is indicated for use up to 48 hours. Recommendation was made to discuss infusion set options and diabetes management with health care provider.